Event description:
It was reported the device was dropped and the case and the lower display are broken. The device was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the reported event; upper and lower cases are broken and lcd (liquid crystal display) is out of specification (missing pixels). Analysis also found one bail cover is broken. Two case screws and both bails are missing. Battery contacts are compressed, battery drawer has pry marks, and keyboard is scratched. (B)(4).